Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received additional information alleging the patient also having difficulty breathing/short of breath.  There was no report of serious or permanent patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section g3,h2 and h6 are updated in this report.